Event description:
Philips received a complaint on the v60 ventilator indicating that the device wouldn't turn on. It is unknown if the device was in use at the time of the reported problem. No patient or user harm reported. The device was about to be used to assist in patient ventilation when the screen turned black and the device would not power on. The issue was reported to the doctor, and the non-invasive ventilator was replaced with another oxygen source. The customer stated that the patient was calmed down and placed under further observation. No injury reported following the device issue. This investigation is ongoing.

Manufacturer narrative:
(B)(6).